Event description:
The advocate stated her husband received a blood glucose reading of 412mg/dl from the contour next and a reading of 112mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.